Event description:
A complaint was received from the (B)(4) regarding a patient who underwent the phacoemulsification, during preparation for an intraocular lens (iol) implant procedure, it was found that one haptic of the lens was broken. The surgery was completed on the same day with another lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).